Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-09987. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the investigation and that it has been 8 years since manufacturing, the cause of the reported event is due to prolonged use or use in environments that deviate from the operating environment. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: - avoid using the light source in a dusty environment. This may damage the light source. - use the light source only under the conditions described in, "transportation, storage, and operating environments" on page 109 and, "specifications" on page 109 in the appendix. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was repaired and returned to olympus asset stock. Per the instructions for use: avoid using the light source in dusty environments. This may damage the light source. The light source should be used only under the conditions described in, ¿transportation, storage, and operating environments¿ on page 109 and, ¿specifications¿ on page 109 in the appendix. Improper performance, compromised safety and/or equipment damage may result. A review of the device history record found no issues that could have caused or contributed to the identified issue. Olympus will continue to monitor the field performance of this device.

Event description:
The subject device is a loaner unit that was returned to an olympus service center for evaluation. There was no alleged complaint. During the evaluation of the device, it was observed the brightness adjustment was not working due to an intermittent problem with the printed circuit board that controls the iris. There was no patient involvement, as the issue was identified during service.